Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device (oad) became stuck in a lesion in the superficial femoral artery. Radial access was obtained and a balloon was used to push the crown, which eventually came free.